Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received an unknown drug (device registry listed the initial drug to be dilaudid) in an implantable pump for non-malignant back surgery syndrome. A catheter was replaced due to a suspected catheter malfunction. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, pertinent medical history, to clarify the catheter malfunction, if there was patient symptoms, troubleshooting required, if the cause of the issue was determined. If additional information is received, a follow-up report will be submitted. Concomitant drugs: dilaudid, soma, percocet, and "blood pressure medication" please refer to mfg. Report# 6000030-2016-00015, as the patient had two catheters implanted at the time of the event and it was unknown which catheter the malfunction was attributed. Both catheters were replaced.